Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/allergic reaction.

Event description:
Following the placement of a hydrogel spacer, the patient experienced an aphylactic reaction. The symptoms included a severe whole body rash, decreased blood pressure, and decreased consciousness. The anesthesiologist promptly administered epinephrine and steroids, stabilizing the patient's symptoms. However, due to the severity of the rash and uncertainty about further treatment, the patient was transferred to another hospital. Fortunately, the patient's condition improved, and was discharged the next day. In the physician's assessment, the exact cause of the anaphylactic reaction remains uncertain, as various drugs were used during the procedure.